Event description:
It was reported that during a da vinci-assisted surgical procedure, a c-34 error occurred on the integrated electro surgical unit (iesu) viodv erbe generator. The customer had power cycled the erbe generator but the issue remained. The customer clarified that the bipolar function was working normally, the reported error c-34 only occurred when attempting to use monopolar energy. The technical service engineer (tse) advised the customer to use the external generator for monopolar energy. The tse walked the customer through connecting the ft-10 generator and the customer verified that it worked properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The customer was able to complete the procedure robotically using the ft-10 external generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (c-34 error) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel is in decent condition. The complaint was confirmed based on the failure analysis.